Event description:
Revision surgery - the surgeon converted the patient's turon to a reverse shoulder due to chronic rotator cuff failure; not due to the implants.

Manufacturer narrative:
The reason for this revision surgery was to address a patient's shoulder instability after 2 years in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr 19505 showed (B)(4) parts (part number: 520-00-000) that were written up for an incorrect computer numerical control (cnc) program on the router; the parts were accepted with the justification "correct cnc program was used. Mechanical engineering (me) corrected work specific router. Packaging engineer notified of change request and engineering change order (eco) (B)(4) has been taken out to correct this bill of materials (bom) bom/router." A review of the product complaint report history showed this is the first complaint against a part from this lot. The reason for the patient's instability was most likely the patient's failed rotator cuff as reported. There are no indications of a product or process issue affecting implant safety or effectiveness.